Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted, and upon review it was noted that it is likely that latitude remote monitoring was disabled due to a high battery impedance condition. It is possible the device could enter safety mode operation due to low battery voltage, hence, device replacement is recommended. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable pacemaker recorded an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on january 23, 2026. Technical services (ts) was consulted, and upon review it was noted that it is likely that latitude remote monitoring was disabled due to a high battery impedance condition. It is possible the device could enter safety mode operation due to low battery voltage, hence, device replacement is recommended. The device was explanted and returned for analysis. No additional adverse patient effects were reported.